Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013, requesting a loaner pump to resume insulin pump therapy. During the call the patient indicated using a back up treatment plan using injections and had a hospitalization related to blood glucose levels. Animas records indicated that the patient discontinued the pump on (B)(6) 2013, during troubleshooting of an unrelated issue. This report is made based on the allegation that the patient was hospitalized for unspecified blood glucose levels after discontinuing use of the pump related to an alleged pump issue.